Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G6: follow-up number - additional. H2: if follow-up, what type - correction. H6: event problem and evaluation method codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.